Event description:
It was reported that on (B)(6) 2022, the patient underwent an open reduction internal fixation for fracture of distal radius. When the diaphysis was fixed with a locking screw, the drill bit in question broke inside a drill guide. The broken part of the drill bit was found in the drill guide, and it was confirmed that there was nothing left in the patient¿s body by x-ray. After that, the surgeon used another drill bit and completed the surgery successfully with no surgical delay. The surgeon commented as follows. Since the drill bit broke inside of the drill guide, there was a possibility that the drill bit had some curvature, and deterioration had also been occurred to this drill bit. This drill bit was used to insert another screw just before the insertion of a locking screw, and a slight load may have been applied to the drill bit at that time. No further information is available. This report is for one (1) drill bit ø1.8 w/marking l110/85 2flute. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: part: 310.509. Lot: 74p6146. Manufacturing site: bettlach. Release to warehouse date: october 23, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.